Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl break/leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g357 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g357 shows no trends. Trends were reviewed for complaint category, centrifuge bowl break/leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned smartcard and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated at the beginning of the procedure during the purging air phase the centrifuge bowl broke. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer returned the smartcard and photographs for investigation.

Manufacturer narrative:
The smartcard and a photograph were returned for investigation. A review of the smartcard data shows an alarm #7: blood leak (centrifuge chamber) alarm occurred after approximately 210 ml of whole blood had been processed. A review of the photograph provided by the customer shows broken pieces of the centrifuge bowl at the bottom of the centrifuge chamber confirming the centrifuge bowl break. The base of the bowl appears to be mostly intact and still contained within the bowl holder indicating the bowl did not dislodge from the bowl holder. In the photograph you can see a small piece of the outer bowl still connected to the base. The drive tube component of the kit has broken into two pieces. The break is between the drive tube clamp and lower drive tube retainer clip. A material trace of the bowl assembly and its components used to build kit lot g357 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause for the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 03/01/2019.